Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. (B)(4). No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power overlay switch and the issue was resolved. The fse also replaced the unit's oxygen filter, air inlet filter, cooling fan filter, blower assembly, cooling fan, tubing kit and battery as part of preventative maintenance.

Event description:
It was reported that the unit's green light emitting diode (led) failed to illuminate. There was no patient involvement. Event date not specified; estimate used.